Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 121 mg/dl and the sensor reading was 68 mg/dl. The unit did not alarm later. The patient was advised about proper calibration techniques. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.